Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were not having fun with the therapy. Patient said everything does in a cycle and they were going to quit eating because if they eat then they had to go to the bathroom and it pours out of their rear end. Patient stated they wish they had never had this thing done. Patient also mentioned that occasionally they feel like they need to go and then they couldn't or they don't and it still leaks out of the incontinence part. Patient mentioned that they went to the doctor last friday and the doctor checked the incision and said it was infected. Patient was put on antibiotics for 14 days and patient had to take it 4 times a day for 2 weeks. Agent asked when the infection started and patient said a day or two before their appointmentit was "sealing in this red liquid". Patient had an MRI coming up. The patient was redirected to their healthcare provider to further address the issue. Patient reported urinary symptoms and bowel symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. When asked the steps to resolve the infection, they reported that the patient developed incision dehiscence with reactive erythema. Sm was placed on antibiotics to prevent infection and saw them in clinic again with no evidence of infection. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.